Event description:
It was reported that, during a remote follow-up, episodes of undersensing were observed on the device. Abbott technical support (ts) was contacted and recommended programming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.